Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
An increase in pacing threshold has been seen after implant. During a clinic visit, the patient complains of discomfort in left thoracic area. The physician believes the lead has migrated forward into the rv. The lead was replaced.